Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose. She stated issues with infusion set in the form of kinked cannula. Prior to hospitalization, she tried correcting her blood glucose level with correction bolus and mdi but it still did not came down. Subsequently, she was taken to emergency room (ER), where she stayed for more than 6 hours, her blood glucose level was 1179 mg/dl and was diagnosed with diabetic ketoacidosis following which she was admitted to the intensive care unit (ICU). The patient was given intravenous drip, insulin drip and a sodium bicarbonate flush as a corrective treatment. Reportedly, the patient was using infusion set for less than a day. The patient was hospitalized for two days. She also stated, that she inserted the cannula in scar tissue and it was found to be kinked. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.